Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the balloon catheter dissected the left internal carotid artery during percutaneous transluminal angioplasty (pta). A stent was deployed and pta was performed again. The patient was reported to be recovered.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the balloon catheter dissected the left internal carotid artery during percutaneous transluminal angioplasty (pta). A stent was deployed and pta was performed again. The patient was reported to be recovered.